Event description:
The user received erratic ise results and received erroneous results for five pt samples. The user states two of the pts were male and one was female, but could not provide further info. Sample 1: initial sodium result was 95 mmol/l, repeat result was 137 mmol/l. Sample 2: initial sodium result was 106 mmol/l, repeat result was 138 mmol/l; initial potassium result was 2.4 mmol/l, repeat result was 4.2 mmol/l. Sample 3: initial sodium result was 94 mmol/l, repeat result was 141 mmol/l. Sample 4: initial potassium result was 3.5 mmol/l, repeat result was 4.2 mmol/l. The initial results have not been released, therefore there was no treatment, diagnosis or affect based on the results. Sample 5 initial sodium result was 121 mmol/l, repeat result 134 mmol/l; initial potassium result was 4.9, repeat result was 6.7 mmol/l. The user stated the results for this pt were reported and there was a delay in treating the high potassium result but the pt was not adversely affected.

Manufacturer narrative:
The field service rep determined, there was a problem with the sipper flow path for the ise. He replaced the ise sipper tubing and ise pinch tubing. He also replaced the electrodes and checked all the probe adjustments. He verified the proper operation by performing ise checks, calibration, qc and a precision with all results within specifications.